Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a lentulo ra 25mm 1 broke during use. Outcome of this event is unknown as of this MDR and further information requested.

Manufacturer narrative:
Summary: 14 lentulo paste carriers ra 25mm 1 were returned (6 instruments in loose and 8 unused ones). The instruments in loose were analyzed. One of them is actually broken in the active part. No material defect was found during analysis of the rupture pattern. The other instruments in loose are not damaged. Nothing unusual to report was found during DHR review. For information no mechanical test is applicable for lentulo instruments. Root causes are not identified. We will track this kind of event and monitor the trend. Additional information received: no injury occurred.